Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) experienced a prolonged charging time, now requiring three or four days with half the day spent charging each day, whereas previously it took one to one and a half hours. It was also reported that a broken wire had been noticed previously, and a replacement wire was sent, but this did not resolve the issue. A request was made to replace and return the recharger. No patient complications have been reported as a result of this event. Additional information received that they said they got the replacement recharger with the antenna and that it took even longer than their old device. It didn't work right and they sent it back. The patient charged all day saturday, sunday and finally got it charged monday. Patient said once and a while they get all eight bars filled in. Patient recharges over thin shirt. Agent asked if the stimulator seems like it has shifted or moved. Patient said it seems the same. Patient rep requested to switch to the wireless recharger. Sent an email request to the rep to start the transition process to wr.